Manufacturer narrative:
A ge service representative performed an on site investigation. The image processor board was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the 6800 system had washed out images outside a case. No patient injury was reported.